Event description:
A baxter service technician reported an infusion pump with a 500 failure code that was found in the device's event history during service. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.